Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states the patient reported that two boxes of infusion set packaging were damaged. No further information available.